Event description:
After an implantation period of approx. 33 months, it was reported that the device shows the eri status. The ICD was replaced and returned for complaint. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.